Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The logfile shows nine successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The logfile shows that the beam control check for the left eye was done about two to three minutes before laser fired instead of immediately before firing. The surgeon docked the patient interface twice on the left eye, because at the first time the surgeon could not reach a valid suction two value, it was not fired with the laser yet. Treatments for left eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness.the user operated surgery within the recommended energy settings. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported multiple patients with diffuse lamellar keratitis post lasik. The site switched to disposable instruments previously to rule out any issues with the instruments or autoclave but it has not made a difference. The site is currently working to figure out environmental and air quality testing to measure particulates or any other airborne contaminates in the air. The doctor is still questioning if it is laser related and inquired about dropping the energy of the laser. Some patients required flap lifts but it is unknown which patients. All patients' symptoms have resolved. There are multiple related reports for this event. This report addresses the patient mh's left eye, and additional manufacturer reports will be filed for the other patients.